Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had recurring low voltage alarms at night. The patient's modular cable was to be exchanged due to damage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the modular cable was confirmed via evaluation of the returned modular cable (lot number: 6665240). Visual inspection of the returned modular cable revealed that the polyurethane jacket was torn near the controller connector. No wires were exposed from the tear on the jacket and the exposed underlying layer was observed to be in unremarkable condition. The integrity of each underlying wire was tested and no issues were observed. The modular cable was then connected to a test system controller and successfully operated in a mock circulatory loop without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the modular cable, lot number: 6665240, was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 18dec2018. Heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory/hazard alarm conditions, and the actions to take if the alarms cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use, rev. C, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a computed tomography (CT) scan was to be obtained of the patient's abdomen.